Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high impedance was obtained on diagnostics of the patient's device on (B)(6) 2011 and the device was disabled on that date. Per reporter, there was good diagnostics about 10 months prior, but there was no details noted about the results, and the patient had not been seen since that appointment 10 months ago. The patient did not report any trauma and the physician confirmed that there was no other known contributory cause of the high impedance. It was reported that the patient has decided not to proceed with revision surgery and no further interventions are planned to date.